Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's son called to report that the customer was hospitalized for low blood glucose levels of 40 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer does not disconnect at the quick release prior to removing the reservoir from the insulin pump. Advised the customer to always disconnect prior to manipulating the reservoir. Also found that the meter option was turned on without the customer's knowledge. Assisted in turning off the meter option. Nothing further was reported.